Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The ci block was connected by solder. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system switches off during the intervention. No pt injury was reported.